Event description:
The customer reported to olympus, that the 4k camera head had an image problem/no video. The issue was found during preparation for use and there were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to faulty cable with pins damage. The additional evaluation findings are as follows: connector dent worn out, and deep scratches, cracked on focus ring, failed leak test on video scope connector, and faded label on rear cover. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation of ¿no image¿ was confirmed. It was determined that the image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it was found broken because water entered the cable due to water inside the device from the damaged connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.